Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side device rupture, "one lymph node that exhibited a foreign body reaction/signs of uptake of prosthetic material" and capsular contracture, baker grade IV. The report of lump was deemed not device related. The device has been explanted with total capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and migration

Event description:
Healthcare professional reported right side device rupture, "one lymph node that exhibited a foreign body reaction/signs of uptake of prosthetic material and a lump" diagnosed by MRI. The device has been explanted with total capsulectomy and replaced with another manufacturer's device.